Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors can affect frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, it was noted that the valve did not fully expand due to patient anatomy with recoil from the covered non-medtronic stent. Based on clinical data and literature, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. In this case, it was noted it that it was unknown if the fractures were present on the valve or the covered stent. Per the physician, due to the retrosternal position of the stent and valve, with each heart beat the heart pushed the stent and valve against the sternum which eventually caused the stents to fracture. Five years and eleven months post implant, stenosis was noted on the valve and the right ventricle function was reduced. Subsequently a valve-in-valve intervention using a melody transcatheter valve was successfully performed. Based on the information available, the probable cause of the stenosis could be due to the stent fractures. Without the return of the device and images to review, the root cause of the stent fracture and stenosis were unable to be confirmed/determined. Stent fracture and stenosis related risks are documented in the risk management files. Medtronic will continue to monitor field performance for similar events should they occur. Updated data: h6 results and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: h. 1. Type of reportable event was inadvertently reported as a malfunction, this was corrected to reflect serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), into a covered non-medtronic pre-stent, due to patient anatomy with recoil from the stent, the tpbv did not fully expand. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-medtronic balloon. Three years, eleven months, twenty days following valve implant, multiple type ii stent fractures were noted with normal valve function. It was unknown if the fractures were present on the bioprosthetic valve or the covered stent. Per the physician, due to the retrosternal position of the stent and valve, with each heart beat the heart pushed the stent and valve against the sternum which eventually caused the stents to fracture. Five years, eleven months, twenty-one days following valve implant, a magnetic resonance imaging showed stenosis of the valve and reduced right ventricle function. Subsequently, seven years, eight months, twenty days following the valve implant a second tpbv was implanted valve-in-valve to protect right ventricle function. No additional adverse patient effects were reported.